Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The manufacturer¿s field service engineer (fse) replaced power switch overlay to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the power switch led turned off by vibration. There was no patient involvement.